Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped pumping and generated an "internal communication failure" message displayed at the bottom left corner of the display monitor. The iabp unit was swapped out to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped pumping and generated an "internal communication failure" message displayed at the bottom left corner of the display monitor. The iabp unit was swapped out to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
An authorized getinge distributor's trained field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that fault code #124, prolonged shuttle pressure, system failure, fault code#58, and system failure - shutdown were observed in the iabp log files. The fse performed a full pneumatic module assembly (pim) test and all tests passed. The fse ran the iabp unit for 20 minutes with a trainer and catheter extender and 40cc intra-aortic balloon (iab) and was unable to duplicate the reported issue and no further faults occurred. The fse made sure the internal connectors had been inserted into the respective connectors fully and properly on the electronics boards. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped pumping and generated an "internal communication failure" message displayed at the bottom left corner of the display monitor. The iabp unit was swapped out to continue therapy without issue. There was no patient harm and no adverse event was reported.